Event description:
.

Manufacturer narrative:
This lead was replaced with a new lead. Since this lead was abandoned, it will not be returned for analysis. If additional information becomes available, this event will be updated. This lead remains implanted and will likely be extracted during a future laser extraction procedure. No additional information is available at this time.

Manufacturer narrative:
Additional information was received that a lead revision was attempted two weeks post device replacement. Before the revision procedure, noise and oversensing was still observed with the new non-boston scientific (bsc) device. A temporary pacing lead was inserted due to the patient having complete heart block. Fluoroscopy again revealed clavicular/first rib entrapment damage of the rv 0185 and lv 4555 leads. The ra 4087 lead was sitting low in the ra near the tricuspid valve close to the rv coil. The potential for farfield noise on the ra lead was discussed. A stylet was inserted into the 0185 rv lead and the 4555 lv lead and would only advance to the location of the crush area. A stylet was also inserted into the 4087 ra lead and would only advance about three fourths of the way to the lead tip, to approximately the top of the right atrium. It was determined the existing ra, rv and lv leads could not be explanted by laser technique and a new defibrillation lead would be attempted. Of note, a stylet was not attempted with the old 4088 rv lead. A non-bsc rv single coil defibrillation lead was inserted with great difficulty, a long safesheath was required and multiple venoplasties were performed to dilate the vessel and superior vena cava. The lv lead measurements via the pacing system analyzer (psa) were unchanged (lv tip to ring showed greater than 4000 ohms impedance measurements), however good lv threshold measurements were noted from lv tip to rv coil. The new non-bsc rv lead, and existing ra and lv lead's were connected to the non-bsc device. The leads will continue to be monitored closely. No additional adverse patient effects were reported.

Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion, this right ventricular lead was surgically abandoned due to low impedances of 110 ohms, increased thresholds, and noise on electrograms. No adverse patient effects were reported. Additional information was received that a replacement procedure was performed due to noise on all leads implanted and a loose device header issue was suspected. During the procedure, it was discovered that the header on the device was not loose and fluoroscopy showed potential lead clavicular crush on all leads. This lead which was capped and surgically abandoned four years earlier was tested and out of range impedance measurements were noted, clavicular crush was suspected on this lead.